Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm and a broken force sensor was detected during seating or regular delivery. Blood glucose was 2.8 mmol/l. Customer reported that they was assist for clearing the alarm but it was unable to clear. Customer stated that yesterday the fell in a pool with the device on. Customer stated that they are not able to rewind the pump. Advise the device requires replacement and to discontinue use of the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error during testing and pump error 35 due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Moisture damage on electronic board stack and moisture damage on motor assembly.

Manufacturer narrative:
The concomitant medical products have been provided with this report.